Event description:
The customer reported that their display monitor for the acuity central station is no longer working for an unknown reason. This resulted in an inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The flat panel display has been received. We cannot confirm any malfunction because we do not have a power supply adapter for the display. This display is obsolete and no longer serviceable by welch allyn.